Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. A review of the event trace indicates that the reported event, vent inop, was last logged on march 14, 2019. The inop condition logged as a ln vent1 alarm. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 experienced a ventilator inoperable (inop) error. The customer confirmed that there was no patient involvement associated with the reported issue.